Manufacturer narrative:
Unit passed self test. Pump received error alarm during rewind due to corroded motor home switch. Unable to verify no delivery alarm, occlusion, perform displacement test, prime, seating test, basic occlusion test, force sensor test, and occlusion test due to pump error alarm. Unit tested outside the pump and received pump error alarm at rewind. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had no delivery alarm during therapy. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.